Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported error code 242.4030. No patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 04/12/2008 to the present date 1/5/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported error code 242.4030. No patient involvement.